Manufacturer narrative:
The insulin pump had a blank display due to a battery tube connector that was not properly plugged in. The insulin pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display and that the issue was not resolved with a new battery cap. The insulin pump did not show signs of physical damage and had not been dropped, bumped or exposed to moisture. The battery cap and spring were not corroded. The blood glucose reading was 99 mg/dl. Nothing further was reported.